Event description:
Customer reported experiencing issues with adjusting charging cable to charge pump, along with noticing corrosion around charging port. There was no adverse impact to the customer¿s blood glucose level. No corrective actions were taken as the customer declined troubleshooting and a callback was not requested.